Manufacturer narrative:
Additional information: d4 and h4 the device, used in treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed. A medical investigation and conducted confirms this case reports a revision of the tibial baseplate and insert, due to aseptic loosening of the tibial baseplate. Per email correspondence, there is no further information available. Therefore, the clinical root cause of the event cannot be thoroughly assessed. No further medical assessment can be rendered at this time. Should clinically relevant documentation/information become available, the clinical/medical task may be re-evaluated. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of risk management files and instructions for use found that the reported failure was documented appropriately. Factors and/or some potential probable causes that could contribute to the reported event have been identified as but not limited to abnormal motion over time, bone degeneration, design of device, fit/sizing, lack of ingrowth, lifetime of device, and traumatic injury. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient had a tka in 2016. Patient presented aseptic loosening of the tibial baseplate. The tibial baseplate was removed and revised to a revision baseplate with stem and tibial cone. The gns ii non-por tib sz 7 right and lgn ps high flex xlpe sz 7-8 9mm were explanted. Patient outcome is unknown.